Manufacturer narrative:
The results of the investigation concluded that the device did not meet specifications during an irrigation leak test due to inadequate adhesive bonding between the irrigation tubing and the distal tip, which led to detached irrigation flow during use.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.